Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nineteen days later, the patient complained of abdominal pain. After six years and six months, the patient had chronic back pain and computed tomography abdomen/pelvis with contrast showed inferior vena cava filter was in place centered at the level of l3. The filter was tilted to the right and two of the filter struts were extending into the adjacent vertebral body. Another strut extended into the retroaortic left renal vein. After three weeks, inferior vena cava filter was removed successfully via right internal jugular and right common femoral vein access. A 5-french pigtail catheter was advanced over the wire into the right common femoral vein. No thrombus was seen in the inferior vena cava or inferior vena cava filter. The filter was tilted with the apex against the lateral wall of the inferior vena cava and several of the inferior vena cava struts outside the boundaries over the inferior vena cava. One of the struts was in a retroaortic left renal vein. The pigtail catheter was removed over the guidewire. The tract was dilated, and a cook filter retrieval kit introducer sheath was placed over the wire. Attempts were made to snare the inferior vena cava filter, which were unsuccessful secondary to the filter apex being embedded in the inferior vena cava wall. A right common femoral venous puncture was performed. A 5-french pigtail catheter was advanced over the wire into the lower inferior vena cava. A rigid endobronchial forceps was advanced through the right internal jugular vascular sheath and was used to free the embedded filter apex. The filter was then grasped within the and appropriate internal forceps and withdrawn into the vascular sheath. The sheath including the forceps and filter was removed. Post retrieval inferior vena cavogram demonstrated no contrast extravasation or evidence of inferior vena cava injury. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the vena cava wall, vertebral body and retroaortic left renal vein. The device was removed via an open abdominal procedure. The current status of the patient is unknown.